Event description:
Patient rec'd tmj implant inc. Fossas in 1993, 1994 and 1995. In 1996 rec'd first total joint christensens. In 1997 device broke in half after an auto accident. In 1998 second set of total joint christensen implants were installed. During procedure pt couldn't be intubated and was bagged instead, surgeon broke her front teeth and upon waking from the procedure she was in extreme pain with her head and chest hurting. Oral surgeon in texas, dr hasn't seen her in 4 yrs and will not speak with her. She's unable to obtain her records from him. Patient has also been unable to obtain dental care in her area for the past 10 yrs because of her condition. Currently her jaw pops which takes her breath away, cheek is numb and she experiences extreme pain along her jaw line. Right side feels like a knot and left side is swollen. Pt feels her implants are broken again but dr will not see her and she doesn't know where else to go. Implant surgeries have left her with facial deformities. Pt is very frustrated and depressed. Patient experiences sour taste in her mouth and is in extreme pain. Patient has called the implant MFR to report her situation but hasn't received a return call.